Event description:
Lot details for device received. It was confirmed that during the index procedure there were three resolute integrity drug-eluting stents implanted in the lcx.

Event description:
Change in investigator assessment. Investigator has indicated that the mi was possibly related to the study device.

Event description:
A resolute integrity rapid exchange (rx) drug eluting stent was implanted during the index procedure. It is reported that the patient suffered an mi post index procedure. Investigator has indicated that the mi was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).